Event description:
Information received from the field notes that during a routine follow-up, initial interrogation observed dashes (---) for parameters. The patient was symptomatic with a heart rate in the 40's. Further attempts to interrogate were unsuccessful. Therefore, the physician elected to replace the device.